Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/30/2019.

Event description:
It was reported that the unit had an operational failure in the touch panel. There was no patient involvement.

Manufacturer narrative:
Date rec'd by MFR: 23oct2019. Date of report: 25oct2019. The manufacturer's international service technician confirmed the reported issue. The service technician calibrated the touchscreen; however, the issue persisted. The technician then replaced the touchscreen and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date 31 may 2020. The touchscreen assembly was returned for failure analysis. A visual inspection revealed no signs of damage or contamination. During testing, it was determined that the resistance and resistance ratio were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.